Manufacturer narrative:
(B)(4). Batch # u5e253. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with buttressing material¿in the jaws. And with a gst60g reload loaded on the device. The reload was received unfired with damage on the reload pan. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the reload occurred, it is possible that the damage was due to improper handling of the reload. Please reference the instruction for use for more information. As part of ethicon endo surgerys quality process all devices are manufactured, inspected, and released to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure that the device didnt work. Another like device was used to complete the procedure. There were no adverse consequences for the patient.